Manufacturer narrative:
Method: device history review; results: the surgical technique states that the use of the torque wrench with the anti-torque key is necessary for proper alignment and tightening of the blocker. The sales rep confirmed that these instruments were used and the proper amount of torque was applied. The actual device wasn't returned. Conclusion: a possible cause may be improper initial alignment of the blocker which was not noticed by the surgeon. However, this scenario cannot be conclusively determined and the issue is likely due to multiple factors.

Event description:
It was reported that the on (B)(6) 2014, xia3 surgery (l2-5 were fixed) was performed. One week after the surgery, it was found that a blocker is backed out from l2 left screw. At present, there are no adverse consequences for the patient and a revision surgery is not planned.

Event description:
It was reported that the on (B)(6) 2014, xia3 surgery (l2-5 were fixed) was performed. One week after the surgery, it was found that a blocker is backed out from l2 left screw. At present, there are no adverse consequences for the patient and a revision surgery is not planned.